Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. The technical service representative (tsr) assisted the hp with troubleshooting and advised to cycle power to clear the alarm. The hp confirmed nothing unusual was noted with the supplies. The hp further stated that she needed to do manual drain since she was at the end of therapy. The tsr assisted the hp with manual drain. There was no patient injury or medical intervention associated with this event.